Event description:
It was reported, the customer had multiple alarms on their insulin pump. Customer's alarm history showed an unexpected restart alarm, signal too low alarm, and multiple displayable history check failed on startup alarms. It was also found the customer was off insulin pump therapy for 9 months. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.